Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus touch pen was "slightly" off when in the top right of the display screen. Attempted calibration to resolve was unsuccessful. The programmer has not been received into service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus and screen did not track well and the connection between the xy and the overlay was therefore reseated and the stylus was then recalibrated. It was additionally noted that the power cord bay was replaced due to having broken latches and that the media bay gasket and the nylon stand off were replaced as preventive measures. The software was reconfigured, reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.